Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the patient was unable to squeeze the pump due to air locked. No patient complications were reported in relation to this event. Additional information received. A non-bsc product was used to complete the procedure. The patient had a good outcome.